Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. Lv capture management shows maximum threshold high at 6 volts through the week of (B)(6) 2015, then no capture. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was rising. Weekly trend shows maximum lv impedance increasing throughout record, from 1425 ohms on (B)(6) 2015 to 2052 ohms on (B)(6) 2015. Concomitant medical products: dtba1d1 crt-d , implanted: (B)(6) 2015; d314trg crt-d, implanted: (B)(6) 2012. (B)(4)

Event description:
It was reported that at a device replacement, the patient's left ventricular (lv) lead had high thresholds of 3.5 volts at 1.0 ms. During an interrogation about two weeks later, the lv lead was not capturing and had high impedance of 2128 ohms. It was also noted that the lv lead had high impedance for the past fifteen days leading up to the interrogation. The doctor was notified of the patient's situation and stated that the patient was sick and action may be taken. The lv lead is active in the patient. No patient complications have been reported as a result of this event.